Event description:
A physician reported a pt who was initially skin tested on 16 october 1998 with negative results. On 1999, the pt was treated in the nasolabial folds and the upper vermilion border. The procedure was without event. On 5/13/99, the pt noticed "itchy red bumps" at the treatment sites. On that same date the pt was examined and the physician noted the same symptoms. The physician prescribed topical cortisone. On 6/7/99, the pt was examined and the physician noted the symptoms continued. On 6/17/99 the pt was presented with continued symptoms. The physician prescribed oral claritin, and diagnosed the symptoms as hypersensitivity.